Manufacturer narrative:
This is a follow up report to correct the health effect - clinical code. Removing codes 2681 and 2360 that were initially reported to the correct code of 4831.

Event description:
While using a byte night aligner, patient experienced tooth loss due to the wearing of the aligners. Doctor states that the current trays no longer fit and are no longer an effective way to correct the patient's current orthodontic issues. Doctor advises to discontinue treatment immediately.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.